Manufacturer narrative:
The device has not yet been received; therefore, a physical investigation was not possible. As reported, the instrument was potentially used to assist with port placement/penetrating the abdominal wall, which is not the intended use of the device.

Event description:
As per a vigilance report received from the factory in (B)(6), they received a report from a hospital in (B)(6) that one of the forceps jaws from a bowel grasper broke off inside a patient, resulting in a laparotomy to retrieve the piece. The instrument was potentially used to assist with port placement/penetrating the abdominal wall.

Manufacturer narrative:
The received device shows one of the jaws broken off. The jaw is broken off near the hinge. Furthermore, the unbroken jaw is showing some deformation at the hinge. The appearance indicates repeated stress failure. Part was manufactured in 2014-02. The instrument had been in use for approx. 6 years. The damage is most likely caused by repeated stress overload from handling or retracting heavy tissue; the instrument is designed to grasp bowel. Re-inforcement of the broken area has been implemented with production january 2016.

Manufacturer narrative:
Data in section h6 have been corrected to match the evaluation findings.